Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which has been implanted 3.5 years, reached early replacement indicator (eri). The battery voltage is 2.58v, and charge time is 20.9 seconds. The patient has had no pacing and no shocks. The physician feels this device prematurely depleted.